Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient was unable to recharge the ipg for an extended period of time to due charger issue, rendering the ipg inoperable. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient had the ipg explanted and replaced to address the issue.